Event description:
It was reported that the device did not deliver atp (anti-tachycardia pacing). It was noted that atp before charging was on but the patient received an appropriate shock without atp. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 0185 competitor implantable tachy lead implanted: 2007 (B)(6). (B)(4).